Event description:
This pi is for revision 2 of 2. 2-year stanmore limb salvage registry report indicates that 2 proximal femurs were revised. Additionally noted: "same patient in both cases, repeated dislocations."

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
This pi is for revision 2 of 2. 2-year stanmore limb salvage registry report indicates that 2 proximal femurs were revised. Additionally noted: "same patient in both cases, repeated dislocations."

Manufacturer narrative:
Additional information provided confirms a stryker trident constrained acetabular insert was implanted. An MDR has been filed under the correct manufacturer ref - 0002249697-2022-01127. Therefore this MDR report is being cancelled.